Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident. Trouble shooting was performed and found unable to calibrate sensor. No trouble shooting was performed for the high blood glucose. Advised the sensor will be replace. Customer will be sending sensor product for analysis. The insulin pump will not be returned for analysis.